Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported that his reservoirs are coming out of the pump on their own, states when he tries locking them into the pump there is no catch like there used to be and they do not lock in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Also, unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.